Event description:
It was reported that 2 lead kits were opened but not used due to the healthcare provider feeling that the leads seemed slightly bent. A third kit was opened and the lead appeared to be fine and was implanted. Additional info has been requested, but was not available as of the date of this report. Refer to MFR report #6000153201107384.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3389 lot# v777071 implanted:unk explanted:unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that contact #0 was out of alignment with the other contacts. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v777069 determined the distal end of the lead was bent. The continuity was acceptable and there were no shorts between circuits.